Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 13, 2020. The investigation of the returned device was completed by the failure analysis lab on july 15, 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was stated to have occurred during a sexual assault. The rupture was diagnosed by computed tomography. Additionally, bilateral ptosis was noted. As a result, removal without replacement was performed on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-07262 on (B)(6) 2020. On july 2, 2020 additional information and initial awareness of the bilateral ptosis was received. This report relates to the left prosthesis.